Event description:
Upon the receipt of the notification of the device recall for the gem ii dr 7273cx, a surgery was scheduled and the ICD (affected by the notification) was explanted and replaced with another ICD - guidant cpi 1851. There was no problem noticed during the operation of the device. The ICD was returned to the MFR by biomedical engineering after preliminary examiantion. According to medtronic, ten em ii devices were returned to them from other facilities between 7/99 and 1/00 due to a loss of telemetry and device output caused by a fractured solder connection on a specific component within the device (j1 nano connector fracture). Per medtronic, they have reported this problem to FDA. The MFR states that a "staking" process was added several months ago to increase the "robustness" during the mfg process, and that the staked devices will not experience this failure mode. At hosp, two pts were implanted with the affected model #7273cx (non-staked device) and one (model #7273cs) already had been explanted. The remaining pt with model 7273cx is being monitored closely and will be scheduled for surgical replacement of the existing ICD.